Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm tubing was defective/damaged this product has been used in a way that the extension conduit has broken; samples can be returned with photos provided; green claims are required, complaint response letter and acceptance letter are required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4052073. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although your reported issue was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.